Event description:
Reportedly, the pump was being used on a pt during an open heart surgery procedure, when the pump alarmed system error 9. The hospital opened an in-house quality report, but they are unable to provide any specific detail of the event.

Manufacturer narrative:
The initial reporter was contacted for additional information; there was no impact to the pt. The device was received by b braun on 05/13/09, and the evaluation is underway; results will be reported when the evaluation is completed.